Event description:
This is report 2 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unknown date, the patient was retrained. The patient was discharged from the hospital and recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h12j01053, h12k09112, h12l11074, h12l13070, h13a04047, h13a24011, h13b07048, and h13b22021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.